Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital¿s intensive care unit (ICU) due to a blood glucose (bg) level of 1100 mg/dl. Cause was unknown. Customer attempted to self-treat by administering a bolus via the pump, however, was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Customer was released from the ICU on (B)(6) 2023 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.